Event description:
It was reported that the needle was bent. A 2.0cm x 15cm leveen superslim needle electrode was selected for use in a radio frequency ablation procedure of a liver tumor. When preparing for the procedure outside the patient, it was found that the needle was a little bent near the tip. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition following the procedure was stable.

Event description:
It was reported that the needle was bent. A 2.0cm x 15cm leveen superslim needle electrode was selected for use in a radio frequency ablation procedure of a liver tumor. When preparing for the procedure outside the patient, it was found that the needle was a little bent near the tip. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition following the procedure was stable.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. During its analysis, the visual inspection passed since no damage or bents were observed on the needles. The report of a bent needle was not confirmed.